Event description:
Revision of tibial insert - left knee. Scheduled for synovectomy and insert revision because aspirate contained polyethylene particles. Discovered insert, a worn medial surface and broken post. Revised by exchange.